Event description:
It was reported that suture placement in a common femoral artery was done with a prostyle device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot failed to retract; however, the prostyle device was able to be removed keeping the suture pre-placed. The suture of a second prostyle device was successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.